Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, the physician placed a taxus express2 3.0x16mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, proximal to mid right coronary artery (rca). The lesion was pre-dilated with a 2.5x50mm maverick balloon at 10 atms for 8 seconds. No pt injuries or complications occurred. Medications used during this procedure include; nitroglycerin, angiomax and plavix. Approx 2 hours and 55 minutes later, the pt was transferred back to the cardiac catheterization lab with acute chest pain and electrocardiogram changes consistent with acute inferior wall myocardial infarction. Angiography showed the rca stent at the junction within the proximal and mid segment was found to be completely occluded. A temporary pacemaker was placed at this point due to bradycardia. The physician then used a 2.5x50mm maverick balloon, but upon removal of the balloon, angiography still showed an intraluminal thrombus in the distal half of the stent. The physician then attempted to suction some of the blood clot, but enough remained that he was unable to cross the stented segment. At this point, itnravascular ultrasound was used to visualize the stented segment. This showed a large thrombus involving the distal half of the stent. Angiojet rx catheter was then inserted and a thrombectomy was performed twice. The physician then attempted to place a taxus liberte 3.0x20mm bare metal stent, but was unable to cross through the stented segment. He then attempted to pre-dilate with a 3.5x50mm maverick balloon, but was not successful. He successfully pre-dilated with a 2.5x50mm maverick ballon and followed that with the maverick 3.5x50mm balloon. The taxus liberte 3.0x20mm stent was then successfully deployed covering part of the native rca distal to the first stent and partly covering the distal half of the stented segment that was thrombosed. Excellent timi 3 flow was obtained. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available.